Event description:
It was reported that during pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. During vein verification, the starter guidewire became stuck in the catheter and could not be moved forward or backward. After several attempts, the catheter and guidewire were removed. No verification of the good isolation of the pulmonary veins was noted. Even when trying to remove the guidewire by pulling with force, the user was unable to unstick the guidewire from the catheter. The guidewire then broke in the catheter. The means of troubleshooting including trying to move the guidewire forward or backward. Additionally, a problem with the deployment was noted where the shape of the flower was not optimal, and the catheter petals pointed forwards. The procedure was performed with the original device with no new device used to complete the procedure. No patient complications were reported. No tissue was seen at the tip of the catheter nor the guidewire. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: boston scientific has made attempts to retrieve the device however no further movement on device return was noted; therefore, a technical analysis of the complaint device could not be completed. However, an image was reviewed by a boston scientific quality engineer. Based on the image, the guidewire appeared to be in poor condition or damage. However, the available evidence does not allow determination of the cause of the damage. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the farawave device confirmed that the events of stuck guidewire and spline planarity issue are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that during pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. During vein verification, the starter guidewire became stuck in the catheter and could not be moved forward or backward. After several attempts, the catheter and guidewire were removed. No verification of the good isolation of the pulmonary veins was noted. Even when trying to remove the guidewire by pulling with force, the user was unable to unstick the guidewire from the catheter. The guidewire then broke in the catheter. The means of troubleshooting including trying to move the guidewire forward or backward. Additionally, a problem with the deployment was noted where the shape of the flower was not optimal, and the catheter petals pointed forwards. The procedure was performed with the original device with no new device used to complete the procedure. No patient complications were reported. No tissue was seen at the tip of the catheter nor the guidewire. The catheter is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.